Manufacturer narrative:
The patient is a (B)(6) y/o male with dementia who was walking the hallway, became unsteady, and fell into the lift and subsequently sustained a laceration to the face, a fractured right mandible and a hematoma to the left side of the jaw. The account was unsure of the number of stitches needed to close the wound as it was both inside and outside of his mouth. The patient remains in the hospital due to dehydration they believe is caused by malnutrition from the issues he has trying to eat with this injury. As treatment was required to preclude a permanent impairment of a body function or permanent damage to a body structure, this is a serious injury and therefore reportable. The lift was evaluated by the user facility maintenance personnel and no malfunctions were found. It was however noted that the sling bar did not have the field correction that was sent to the customer in 2012 as part of modification 448(z-1691-11). Hillrom received a delivery receipt from the facility on july 10, 2012 stating the required parts were received. Note that for this field correction the facility was to complete the update of the sling bars. In review of the incident, it is likely that if the facility had performed the modification and installed the new style hooks, the injury would have been prevented. A search of the hillrom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. Additionally, the device referenced for this event is beyond its useful life. The facility maintenance personnel has been provided a replacement upgrade/mod448 kit to complete hook replacement. Based on this information, no corrective action will be taken at this time. Based on this information, no corrective action will be taken at this time.

Event description:
Hillrom received a report from the account stating a patient fell into the lift that was stored in the hallway. The hook from the lift penetrated under the patient's chin. The lift was located in a hallway at the account. This report was filed in our complaint handling system as complaint # (B)(4).